Event description:
Customer reportedly obtained a result of 290mg/dl while the doctor's device read 135mg/dl within 10 minutes. Customer also reports testing 291mg/dl on her device while the doctor's device read 134mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.